Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter attempted to power the pump on and was unable to clear battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed rebooting had occurred. There was no damage found to the battery compartment. The battery cap was not returned with the pump for investigation. A test battery cap was used to complete investigation. The test cap was able to tighten appropriately to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power interruptions occurring. The pump cover was removed and no internal damage was observed. The power issue could not be duplicated during investigation.